Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a fatigue patient presented in clinic high hv lead impedance was observed. The patient noted that the device would flip over when she was on her side, but would go back into position. It was suggested to monitor the patient remotely and also have patient come back into clinic for further assessment.